Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient had several pulsitility index events from (B)(6) 2025. Log file review was requested which revealed no unusual events. Additionally it was noted that the patient experienced atrial fibrillation. The patient had paroxysmal atrial fibrillation rate controlled by anticoagulation with coumadin, with no reports of bleeding. The patient was noted to have an implantable cardioverter-defibrillator in place, with no events/shocks reported.

Manufacturer narrative:
Manufacturer's investigation conclusion: a review of the submitted log files confirmed the reported pulsatility index (pi) events; however, a specific cause for the pi events could not be conclusively determined through this evaluation. Furthermore, a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (b)((6) and the reported arrhythmia could not be conclusively determined through this investigation. The system controller event log file contained events from 16aug2025 to 20aug2025. Intermittent pi events were captured throughout the log file. No other notable events or alarms were captured, and the pump appeared to function as intended at the fixed speed. Multiple attempts were made to obtain additional information from the customer regarding the event; however, no additional information was provided. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6), with no further related events reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The current revision of the instructions for use (IFU) can be found on the eifu page of the abbott website. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) rev. D, is currently available. Section 1 of the IFU, ¿introduction¿, lists potential adverse events, including cardiac arrythmia, that may be associated with the use of the heartmate 3 lvas. Section 1 of the IFU also addresses pump parameters, including pulsatility index (pi). Section 1 and section 4 of the IFU, ¿system monitor¿, explain that the pi calculation represents cardiac pulsatility and pi values typically range from 1 to 10. In general, the magnitude of the pi value is related to the amount of assistance provided by the pump. Higher values indicate more ventricular filling and higher pulsatility (i.e. The pump is providing less support to the left ventricle), while lower values indicate less ventricular filling and lower pulsatility (i.e. The pump is providing greater support and further unloading the ventricle). Section 4 explains that pi events are assumed by the system during cases when there are sudden and substantial changes in the pulsatility index. These events may be initiated for reasons other than true pi events, including sudden changes in the patient¿s volume status, arrhythmias, sudden changes in power, and sudden changes in pump speed. If the system detects a pi event, the pump speed automatically drops to the low-speed limit and slowly ramps back up at a rate of 100 rpm per second to the fixed speed setpoint. This cycle repeats as long as pi events are detected. Furthermore, there are no audible alarms with a pi event. Section 6 ¿patient care and management¿ lists arrhythmia as a potential late postimplant complications that may be associated with the use of heartmate 3 lvas. No further information was provided. The manufacturer is closing the file on this event.